Event description:
Customers contacted haemonetics on (B)(6), 2009 requesting a return number as they are no longer utilizing the orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customers contacted haemonetics on (B)(6), 2009 requesting a return number as they are no longer utilizing the orthopat machine. No injury or reaction was reported. Evaluation of the returned machine confirmed it experienced a major blood spill. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).